Manufacturer narrative:
Continuation of d11: product ID: 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient developed baclofen withdrawal symptoms. It was noted revision surgery did not reveal any problems with the catheter or csf drainage. It was to be determined if the withdrawal symptoms resolved as the surgery was recent. The pump was replaced.

Manufacturer narrative:
Continuation of d11: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representatives (rep) on 2020-oct-27. It was reported that the catheter kink was visually confirmed by the hcp. It was reportedly unknown if the pump was dislodged/something was wrong with the pump but the hcp believed that it was the extra-long catheter that could've been kinking.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of baclofen at 529.7 mcg/day via an implantable pump. On (B)(6) 2020, it was reported that the patient had a fall on (B)(6) 2020 and it was thought that the patient pump had "dislodged" or something had happened to the pump because the patient was having severe baclofen withdrawals and "almost died". It was clarified that the patient began to have withdrawals on (B)(6) 2020. The patient was brought to the ER that day and was hospitalized until (B)(6) 2020. The patient was put on oral baclofen, but the consumer noted that they could not find the right balance of oral baclofen as too much made the patient sleep. The patient was going to have the pump replaced but the hcp needed to get in contact with a manufacturer's representative to get a new pump ordered. Additional information was received from a healthcare professional (hcp) via company rep. It was reported the rep was at a case to replace a pump and catheter due to the patient having withdrawal symptoms and not getting good therapy. The catheter was replaced because the pump segment was so long, and they had concerns about it kinking or that kinking had occurred to cause the symptoms. They were able to aspirate csf from the catheter successfully. The pump was also replaced because they were not totally sure on the cause of the issue. It was reported that visual assessment in the or caused the doctor to want to replace the pump and catheter. It was stated the pump and catheter would not be returned. It was reported the rep attempted to get the patient weight but that it would not be known or available.

Event description:
Additional information was received from the consumer via the manufacturer's representative (rep) on 2020-nov-02. It was reported th at, according to the patient's mother, the patient was doing well and the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.